Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that the devices were not properly aligned while attempting to connect; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. A copilot bleedback control valve (bcv) was selected for the procedure. During the procedure, the copilot bcv detached from the unspecified guiding catheter. Although there was the potential for air entering the vessel (air embolism), no air entered the vessel. A non-abbott bcv was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.